Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during the implant procedure, poor sensing and capture threshold were observed. When repositioning was unsuccessful the lead was not implanted and was replaced. There were no adverse consequences to the patient.